Manufacturer narrative:
(B)(4). Concomitant medical products - m2a-magnum pf cup 56odx50id/ pn us157856/ ln 229610, taperloc por lat fmrl 11x142/ pn 11-103205/ ln 516400, m2a-magnum mod hd sz 50mm/ pn 157450/ ln 517860. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03867, 0001825034-2017-03868, 0001825034-2017-03869.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to unknown reason.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.